Event description:
It was reported that the patient's lead had migrated. The patient underwent a surgical procedure on (B)(6) 2022 during which the lead and ipg were explanted and replaced to address the issue. It is unknown which lead migrated.

Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000119081.